Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on co acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case of trace corneal haze, observed on a pt's left eye at two months post photorefractive keratectomy (prk) treatment. Reporter indicated topical steroid eye drop dosage was increased. Additional info has been requested.